Manufacturer narrative:
H3- device evaluation is not required. H6-type of investigation 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision. In a separate visit the lens was explanted. On same day different surgery a replacement lens of same model and size but different diopter was implanted. Cause reported as unknown.

Manufacturer narrative:
Corrected data: g3- date in initial MDR is corrected to 28/mar/2025. Claim# (B)(4).